Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubbles in the reservoir and the insulin pump smelled like insulin. Customer's blood glucose level was over 400 mg/dl. They treated by changing the infusion infusion set. The device was not returned.